Event description:
Amazon listing notification: the listings below are at risk of deactivation due to potential safety concerns for a product sold by you. You can find details of the at-risk listings below. Affected products: b008xi2ubi - carex transport wheelchair with 19 inch seat - folding transport chair with footrests - foldable wheelchair and lightweight folding wheelchair for storage and travel. Asin variations: b008xi2ubi, b0cjcvpz1h. Root cause of the incident: 2024/8 - product malfunctions that cause dislocation of body part requiring setting/sling/splint.